Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels on (B)(6) 2019 around 13:00. It was reported that the customer had high blood glucose levels of 22.2 mmol/l. It was reported that the customer had a ketone attack and his blood glucose levels were going higher. It was reported that the customer corrected with insulin pen and then the insulin pump. It was reported that the customer was trying to get blood glucose levels down to 10.7 mmol/l. It was reported that the customer¿s current blood glucose level was 14.0 mmol/l at the time of incident. It was reported that the customer also had previously ketone attacks in 2012, 2015 and 2016. The customer reported symptoms related to the high blood glucose levels included bad taste and bad mouth. Troubleshooting was performed. The customer reported that there were two infusion sets that did not work properly. The insulin pump the displacement test. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high-pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was/was not returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.